Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed unexpected system state change. During troubleshooting, the fse found that the fuse (f13) in the main cabinet was blown. The fse replaced the fuse. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.